Event description:
It was reported that a two vessel, beating heart coronary artery bypass graft (CABG) procedure was performed on this pt, with tissue stablization achieved using a medtronic octopus ii. The CABG procedure was uneventful, and the pt was subsequently transferred to the ICU, successfully extubated and allowed to sit up. Approx 12 hrs after the surgical procedure, the pt went into sudden cardiac arrest. No pulse could be detected and cardiopulmonary resuscitation was ineffective. The attending surgeon characterized the pt as exhibiting symptoms of electro-mechanical dissociation. The surgeon opened the pt's chest and observed the pleural space to be full of blood. He observed a "perforation" in the left ventricular wall in the area where the vascular grafts had been applied. The pt expired in the ICU. The pt's family requested that no autopsy be performed.